Manufacturer narrative:
Two (2) packages containing universal disposable extended/insulated electrodes were returned to conmed corporation for evaluation of "insufficient heat seal." The devices were visually inspected by the packaging lab engineer and it was found that the seal transfer in the area of the complaint was bigger than 1/4 inch on the chevron side of the package. This defect appears to have been created by the devices which resulted in a breach of sterility, therefore this complaint is confirmed. A dye leak test was not performed as it was not necessary based on the visual inspection findings. These devices were manufactured 6-oct-2015. A review of the manufacturing documents from the DHR/lhr has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. Of the lot containing (B)(4) units only this one complaint has been received for this lot product and event description. (B)(4). This failure mode is addressed in the fmea and the safety risk has been found to be acceptable. However due to the number of similar complaints a corrective and preventative action has been initiated. The reported packaging anomalies were obvious to the distributor, prompting return of the devices for evaluation. Good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. This package was completely open and would prompt the end-user to discard and obtain a sterile package.

Event description:
As reported by the distributor in (B)(4), during receiving and inspection of incoming products, 2 packages containing universal disposable extended/insulated electrodes were discovered to have "insufficient heat seal or blister pack." There was no patient involvement in this reported problem, as the packaging anomaly was discovered during inspection at the distributor facility prior to distribution to an end-user. This report is being filed based on the potential for injury with recurrence.